Event description:
It was reported that there was a lead warning on (B)(6), 2010 because of low impedance measurements. Upon review of the manufacturer's device database, it was determined that the lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.